Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm. Customer reported that insulin pump had gotten splashed on about a week prior to alarm. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test. All buttons functioned properly. However, found corroded keypad traces. No button error alarms were noted during testing.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump has cracked reservoir tube lip, minor scratches on the display window, cracked display window and cracked case the near display window corners noted during our visual inspection.